Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased pacing impedance measurements, including out of range measurements. It was also noted the lead was not capturing. An invasive procedure was performed. The lead was tested via pacing system analyzer (psa) which confirmed the loss of capture and out of range pacing impedance measurements. The device and lead connection was also checked prior to removing the lead from the header. No connection anomalies were noted. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.